Manufacturer narrative:
Reported event: an event regarding arthrofibrosis involving a triathlon insert was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a primary right total knee arthroplasty since I was able to see an x-ray with the implant in place. I can also confirm that the patient underwent an incision and drainage and manipulation of the knee, as well as a revision total knee arthroplasty of that same knee due to mechanical loosening since I was able to review the operation reports. Root cause analysis: the root cause of these events cannot be determined with certainty. The patient apparently developed loosening of a primary total knee arthroplasty as well as a hematoma and arthrofibrosis and eventually required revision surgery. The causes of these events are multifactorial including surgical technique, patient factors including lifestyle, activity level and bmi. With the information provided I would not assign any causality to the implant itself. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient had a mua (manipulation under anesthesia) due to arthrofibrosis. A review of the provided medical records by a clinical consultant indicated: confirmation of event: I can confirm that the patient had a primary right total knee arthroplasty since I was able to see an x-ray with the implant in place. I can also confirm that the patient underwent an incision and drainage and manipulation of the knee, as well as a revision total knee arthroplasty of that same knee due to mechanical loosening since I was able to review the operation reports. Root cause analysis: the root cause of these events cannot be determined with certainty. The patient apparently developed loosening of a primary total knee arthroplasty as well as a hematoma and arthrofibrosis and eventually required revision surgery. The causes of these events are multifactorial including surgical technique, patient factors including lifestyle, activity level and bmi. With the information provided I would not assign any causality to the implant itself. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported: "subject was enrolled in the 76-triathlon® cones augment study (revision study) on (B)(6) 2018; subject had a draining wound hematoma and arthrofibrosis (rom-0-60°) and went to or on (B)(6) 2018 for and I/d and mua. All available information from the facility is provided."